Event description:
Customer reported collimator gets small after fluoro and system makes noises when off. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and could not reproduce the reported problem. Restrapped input transormer and reseated pcb's as a precautionary measure. System operates as intended. This MDR is related to ge healthcare complaint.